Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s implantable cardiac monitor (icm) revealed intermittent sensing issues and under-sensing issues resulting in false pause episodes. The sensing issue was noted to be due to the icm placement. No intervention was performed and the patient was in a stable condition.

Manufacturer narrative:
The reported complaint of false pause episodes was confirmed. Two false episodes were due to small r wave, and the remaining were due to false r wave sensing during impedance check.